Event description:
Reporter alleged blood glucose measured 542 mg/dl back to back with a result of 250 mg/dl when back to back testing was peformed 2-3 minutes apart. No actions were taken or treatment received reportedly as a result. Customer reported recent erratic glucose readings, and stated having taken normal oral diabetes medications prior to value comparison. A request was made for the return of the suspect device and replacement product was sent.